Event description:
The patient contacted lfs (B)(6) on (B)(6) 2011 alleging inaccurate readings on their one touch verio pro meter. The patient obtained a 332 mg/dl on their one touch verio pro meter and less than 30 minutes later obtained a 228 mg/dl on the one touch ultra 2 meter. The patient denied exhibiting any symptoms or seeking any medical attention due to the alleged issue. The test strips were in good condition and not expired. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the results is greater than 30 mg/dl or 30%.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510 (k) # is k093745.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. However, the test strip was outside the control solution range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.